Manufacturer narrative:
The user was hospitalized for confusion and altered alertness while on ilet therapy. Hospitalization for altered mental status can occur due to a variety of underlying medical conditions and is not necessarily related to glycemic control. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts; however, a factory reset was identified in the logs. Device data indicated that the cgm sensor had expired the day prior to hospitalization, and insulin dosing stopped after eight hours without cgm or bg input. Dosing resumed briefly when a bg value was entered. The ilet was not in active use for much of the period prior to and on the day of the event. Based on available information, the cause of hospitalization is unclear and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user was hospitalized for confusion and altered alertness. The user was admitted on (B)(6) 2026, treated with medical management, and discharged (B)(6) 2026. No long-term health effects were reported.